Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint stated that when the physician opened the package of the firestar balloon, it was found that the balloon delivery system was fractured near the hub. The device will be returned for investigation. There was no difficulty removing the product from the hoop. No excessive force used to remove the device from the package. One non sterile firestar 2.00 x 20 mm was received in two separated pieces, inside two plastic bags. No other anomalies were observed. During the microscopic analysis it was found that the separated section seems to be bent prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of delivery system fractured near the hub was confirmed through failure analysis. Although the exact cause for the failure could not be determined, the fact the device was removed from the hoop suggests that user handling may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Event description:
When the physician opened the package of the firestar balloon, it was found that the balloon delivery system was fractured near the hub. The device will be returned for investigation. There was no difficulty removing the product from the hoop. No excessive force used to remove the device from the package.